Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 03/22/2012 and 04/10/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing rings of light at long and near distance, which cause very strong glare. The doctor told him that this would resolve quickly, but he has not noticed any improvement.